Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One nanotite tm tapered certain® implant 5 x 11.5mm (nint511) was returned for investigation. However, a reported unknown biomet screw was not returned. Visual evaluation of the as returned implant identified bone and blood residue around the external and internal threads due to usage (images 1 ¿ 3). Functional testing and dimensional analysis could not be performed since the screw was not returned and the implant covered with bone and blood residue (externally and internally). No pre-existing conditions were noted on the per. The reported devices had been placed on tooth number 15 (universal) for approximately 8 years. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported events could not be verified. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that after a screw removal, the internal components of the implant were too worn to place a new abutment. Implant needed to be removed at tooth location 15. Screw had fractured which is why it was then removed and found that the internal threads of the implant was damaged in the process.